Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an uphold vaginal support system (MFR report #3005099803-2013-05486) and a solyx single incision sling system (MFR report #3005099803-2013-05086) were implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.